Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the keypad buttons are not responding. The reporter indicated that they later noticed that the keypad is peeling. The reporter indicated that they did not notice moisture in the pump. This report is being made based on the alleged keypad button unresponsiveness.

Manufacturer narrative:
(B)(4): testing confirmed intermittent responses to button presses on the 'up', 'down', 'ok' and 'contrast' buttons. Multiple button presses requiring increasing force are required before the buttons will engage. Confirmed damage to the keypad-the keypad cover is lifting and peeling from below the 'ok' button continuing along the edge to the 'up' arrow button. The button contacts are exposed. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.